Event description:
The patient reported having shortness of breath but the physician fixed that. Attempts to follow up with the patient¿s physician were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).